Manufacturer narrative:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) could not enter an unknown sheath, so it could not be used. There was no reported patient injury. The device was used in a percutaneous transluminal angioplasty (pta). The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of the vascular sheath introducer at 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The sheath was not kinked or bent upon removal, and there was no visible bend or damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. Hemostasis was achieved using another mynx device. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were not depressed. The stopcock was in the open position, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position but was partially exposed. The sealant sleeves exhibited frayed/split/torn conditions. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip showed no visible damage or abnormalities. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The measurement was taken using a calibrated ruler. A dimensional analysis of the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. Per functional analysis, a simulated deployment test was successfully executed, and the unit functioned as expected, deploying the sealant and retracting the balloon when the buttons were depressed. However, a separate functional analysis to evaluate insertion and withdrawal through the csi could not be performed. The frayed/split/torn condition of the sealant sleeves obstructed the passage of a corresponding csi lab sample, impeding the simulation. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that there was no excess force applied during insertion) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) could not enter an unknown sheath, so it could not be used. There was no reported patient injury. The device was used in a percutaneous transluminal angioplasty. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of the vascular sheath introducer at 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. The sheath was not kinked or bent upon removal, and there was no visible bend or damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. Hemostasis was achieved using another mynx device. The device is being returned for evaluation. Addendum: on product evaluation the sealant was partially exposed.